Event description:
It was reported that the patient presented in-clinic for a generator change procedure. Previously upon interrogation it was noted that the right-ventricular (rv) lead exhibited high defibrillation impedance. As a resolution the rv lead was inactivated and replaced on (B)(6) 2025. The patient condition was stable.

Event description:
Additional information received confirmed that the right-ventricular (rv) lead was capped and replaced on (B)(6) 2025.